Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: july 12, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received submerged in an aqueous solution with no other materials returned. Visual inspection under magnification was completed and revealed that the intraocular lens (iol) was received cut into pieces, with one piece missing. The lens was cleaned, and no issues could be identified that could cause or contribute to the complaint issue. No further evaluation could be performed based on the return condition of the complaint product. The complaint issue of blurry vision and vision loss (nos) was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. ((B)(6) 2023) and date the lens was explanted ((B)(6) 2023). Telephone number: (B)(6). Other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted into the left eye (os) on (B)(6) 2023. During a post-operative examination on (B)(6), the patient did not see well. On another medical visit, on june 6th, the patient was difficult to evaluate due to poor cooperation. On june the 19th the iol was explanted from the left eye and a zkb model lens (serial number (B)(6)) was implanted. Through follow-up we learned that the calculations were fine and the patient is well. No further information was provided.a separate report is being submitted for the patient's right eye.